Event description:
Pt with hydrocephalus received a james lumbo-peritoneal shunt. A few days after the implantation. The pt returned to the hospital with an accumulation of csf in the abdomen. Apparently the distal end of the catheter had come out of the peritoneum. A procedure was done in order to introduce the catheter in the peritoneum, however, a few days later she came back with the same problem. The pt is awaiting a new intervention. The surgeon claims that the problem is that the catheter is too short and that it has no fixation device.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available. This complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.